Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles inside a multilayer bag set. This was observed prior to use of the device in the amino acid chamber of the total parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a white particle inside the amino acid chamber, confirming the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.